Event description:
Misfire involving an inrad needle. Upon inspection barb found on end of needle. This is the third incident of a barb on a needle since 2002. All three needles were from different lots.